Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged that the battery compartment was cracked/damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection revealed that there were multiple cracks located at the opening of the battery chamber extending down behind the finger grip. No battery cap was returned with the pump. A test battery cap was able to be fully secured to the pump and was used to complete all testing. No power losses occurred during the investigation. There was no evidence of moisture damage in the battery compartment.